Event description:
Reference (B)(4) for related complaints) (documenting cassette #2) it was reported no disposable pump alarm with remodulin cassette lot number 4157445, third time same lot number this shipment, patient reports the cassettes are half full and wasting medication. No further details provided.

Manufacturer narrative:
Correction: it was reported that no disposable pump alarm with remodulin cassette lot number 4157445, third time same lot number this shipment, patient reports the cassettes are half full and wasting medication. No further details provided. No patient injury was reported., correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106